Manufacturer narrative:
The ge service rep loaded the software then installed the calibration and configuration files. He rebooted the system and completed a function checked. The system performed as desired.

Event description:
The customer reported that the system will not boot. No patient was involved. The system was on and it locked up with the boot progress bar within 2.5 inches from the end. The system had been in this state for more than an hour.